Event description:
During davinci laparoscopic surgery, spring loaded rumi manipulator broke. The inner metal rod was pushed back into the handle spring relief opening. The metal rod was protruding out of the handle and lacerated the patient during removal of the device. Reason for use: davinci assisted laparoscopic trans vaginal hysterectomy.